Event description:
On 5/17/91, an aus device was implanted. On 7/14/95 the cuff was removed. On 10/10/95 the cuff was reimplanted. On 9/3/96 the cuff was removed form the pt and replaced due to recurring incontinence.